Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement and self tests. Unexpected pump error 63 alarmed during self test due to poor solder joints on the keypad assembly. The pump was received with high sleep current measurements. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive pump error alarm 63. Customer's blood glucose was unknown. Insulin pump would be replaced.